Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: no product was returned and without the actual complaint device the exact reason for a filter leg to penetrate the sheath cannot be determined. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if forcefully advanced through tortuous anatomy and the filter legs may be prone to exceed the sheath wall, if advanced through a kinked sheath. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
The device was used for ivc filter placement from right jugular vein approach. The filter leg protruded from the sheath. The complaint device was replaced with same rpn product to complete the procedure. There have been no adverse effects to the patient reported. Additional information received (B)(6) 2015: after angiography, when the physician attempted to advance the filter introducer into the sheath, filter got detached from the hook. So, he reattached the filter to the hook, and advanced into the sheath. While advancement of the filter introducer in jugular vein, filter leg perforated to the sheath and device would not advance anymore. Therefore, the physician tried to pull the filter, but he could not remove it. During attemption of removing the filter, filter and hook got detached again, so he attempted to remove whole system from the patient body, and once filter in the sheath came out a little (few cm) from the patient body, he teared apart the sheath and remove the filter. Another device was selected (igtcfs-65-jp-fem-tulip) from right femoral approach, and procedure completed without problems. Patient outcome: there have been no adverse effect to the patient.